Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the staple could not deploy for the second firing. It was replaced with another staple to continue.